Event description:
Country of complaint: (B)(6). Veterinarian practice reported that the suture had no liquid in cassette and that a while powdery substance appeared to be on the suture. A dog that had been sprayed using this batch of catgut has suffered infected stumps and now has peritonitis. Practice are wondering if this is due to the catgut and would like the cassette analyzed.

Manufacturer narrative:
Reported device not marketed in the u.s. However, similar device/ materials are. U.s. Agent notified on: (B)(4) 2015. Manufacturing site evaluation: there are previous complaints of this code batch, all regarding cassette leakage, none of them regarding infections or similar. There are no units in OEM stock. The cassette lost the solution due to a crack in the structure. The sterility of the thread cannot be analyzed as the cassette has been used. Without any closed and unused sample we cannot carry out an analysis in order to make a decision. Reviewed the complaint history of the products that were in the same sterilization cycle and we have not received any other complaint about these products. Final conclusion: the complaint is justified for leakage. Corrective/preventive actions: there is a corrective action in place at the OEM. The "patient" in this case is a dog, it is reported that the dog suffered infection.